Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they tried to turned off the insulin pump as customer was in the hospital due to high blood glucose level, mental confusion, vomiting, nausea and diarrhea on date (B)(6) 2020. Customer¿s blood glucose level was 655 mg/dl, at the time of incidence. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with intravenous drip. The insulin pump was not on auto mode at the time of incidence. The insulin pump will not be returned for analysis.